Event description:
It was reported that pump touchscreen became cracked and shattered, leaving display illegible and unresponsive, and caller did not know how damage occurred. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump, confirmed shipping details, instructed caller to place damaged pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return damaged pump using prepaid label within 10 days, which caller understood and acknowledged.